Event description:
Additional information received from the patient reported that the rep had her programs set so high and told her that device with those settings, her device would last for about 2 years instead of 5 years. The patient further stated that states her previous settings from her implant she had in (B)(6) were only 0.65. It was reported that the patient had her device replaced at the end of (B)(6) 2016 and then stated that was when the revision was done. The patient indicated that it was set to 0.65, so that she could increase when she needed to, but the rep had the settings all over the place. She stated that she told the rep it was not working right. She also reported that she had to go back to the healthcare professional (hcp) because the programs were set weird and there was a couple of the programs that did not work at all. She stated that when she would go up .5 volts it became too strong and with her other settings there were certain occasions where she felt stimulation in all areas. The patient stated one of the settings was 0.85 and did no t feel any stimulation but when she went to 0.90 stimulation was too much and stated this was happening on most of her programs. The patient¿s husband confirmed she had device actually revised in (B)(6) 2016 and not june or july.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device is not helping the patient's symptoms. The patient reported having new excruciating sacral pain and had 2 infections and was on her last antibiotic and stimulation feeling changed location. The patient reported that the symptoms started (B)(6) 2016 after another surgery unrelated to the ins. It was noted that the patient was in a wheelchair and wondered if the damage to the ins was caused by van rides in her wheelchair. The shock absorbers are gone in the van and she can feel it jolting up and down. It was also reported that the ins does not work right; the patient could not empty all the way or it didn't allow her to start. Patient reported that before surgery it was doing great. The ins was set low and it worked really well. The stimulation was turned off for surgery. The patient reported that the excruciating sacral pain was getting worse. She could not sit, stand and felt that her sacral area was ripped apart. The patient reported having an x-ray done and it turned out lousey. The patient reported that she used to feel stimulation in her vagina and now felt it on the right side labia. If the stimulation was increased the patient felt it in her right big toe, but if it was decreased she did not feel it. The patient increased stimulation yesterday to 0.75 and felt it down her right leg. It was noted that the patient never got a pulse since implant; she got a jolt or buzzing sensation that would last about 10 seconds then stopped when she would make a change to the settings. It was reported that one of the programs might have stopped functioning right after surgery. Additional information was received from the patient and reported that since the previous adjustment was made, she was finally able to urinate on program 2 at 0.65. It was noted that the patient had been using a commode to measure and she was completely emptying. The patient reported that a manufacturer's representative (rep) came to her house for reprogramming. The rep reprogrammed the patient and had been unable to urinate since. The rep tested the patient, noted there was impedance and made changes and told her to use program 4. Since reprogramming the patient was unable to increase or decrease in increments of 0.05 on 3 programs, instead increments are 0.10. The patient reported no longer feeling stimulation in her vagina; she now feels it in her butt/rectum. No outcomes were reported at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.